Event description:
A ventilator failed to power on while it was being evaluated for an unrelated issue. The device was not in pt use. The device's system board was replaced to correct the problem. There was no pt harm or injury. The ventilator was found to audibly and visually alarm as designed when it failed to power on. The MFR will continue to monitor support ventilator malfunctions that could potentially result in a loss of therapy.